Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube had various scratch marks with material removal. There were three different areas with material removal. The areas were about 0.19 x 0.22 in size. Failure analysis also observed that the main tube was bent near the midpoint. The shaft was not straight. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that the bowel grasper instrument insulation on the shaft was noted to be damaged during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.